Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 73-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci) of the left anterior descending artery (lad), diagonal, and left circumflex arteries. While in the cath lab, the pci was finished and the patient experienced a decline in neurological status. A stroke alert was called. The impella was removed as planned due to stable hemodynamics. The patient was taken to computed tomography (CT) scan, which revealed a large ischemia stroke. The physician did not attribute the stroke to the impella. No clot formation was noted during insertion or impella placement. It was noted that the activated clotting time (act) was greater than 250 throughout the procedure. The patient was taken to the intensive care unit (ICU), in stable but critical condition for recovery. The impella functioned as intended. The post-procedure outcome is survived at explant. The reported stroke is a potential adverse event associated with impella use, but also can be attributed to the patient's known coronary artery disease and diabetes.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h4 corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.